Manufacturer narrative:
The device was returned for evaluation. The event was confirmed; there was a break in the screw gear and the external slider was slightly separated. The cause of external slider separation was likely due to the break in the screw gear that occurred when the physician rotated the slider. The root cause of the screw gear break could not be conclusively determined.

Manufacturer narrative:
(B)(4). Review of a single still angio image during implant confirmed that an endurant bifurcate had been implanted just below the level of the renal arteries. The neck appeared essentially straight in the l-r axis. The proximal stent graft od (at stent 1) measure 22mm. Approximately 15mm below the proximal graft margin, between the 2nd and 3rd covered stent on the patient¿s left side, the stent graft appeared to be have been folded inward approximately 5mm relative to the stent graft nominal od, and there was a possible proximal type I endoleak. Below this compressed stent, the diameter at the 3rd covered stent opened back up to 27mm within the aaa. No other stent graft issues were observed. Another still angio images revealed that an endurant cuff had been implanted just above the renal arteries which were both stented and chimney¿d into the aorta. The endoleak appeared to have resolved. The renal arteries and stent grafts were patent. Images below the bifurcate flow divider were not visible in the returned films. From the images provided the exact cause of the type I endoleak could not be determined; however, it appears that this was most likely caused by the patient¿s anatomy; possibly due to calcification along the aortic wall in conjunction with the short and reported angulated neck. As also reported, the right renal artery branch perforation was likely caused by another manufacturer¿s guidewire.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6.5 x 5.5 cm diameter abdominal aortic aneurysm. The aortic neck was short measuring 6-8 mm in length and it was angulated. The aortic neck diameter was 24 mm proximally and 25 mm distally. The right iliac artery was 10 mm in diameter and 25.3 mm length. The left iliac artery was 9-10 mm in diameter and 40 mm in length. It was reported that during the rotation for deployment of the iliac limb the distal part of the blue handle partially separated but the physician was able to hold together and continue rotations to deliver the stent graft in the correct position. There were no problems with closing or removal of the delivery system. After all the stent grafts were implanted post injection showed a focal kink in an area about 1cm down and a type 1a endoleak which the physician attributed to the short aortic neck and plaque. The physician performed snorkeling with bilateral stenting right after an aortic cuff was placed above the level of the higher right renal. A 28/28/49 endurant aortic cuff was implanted and the type 1a endoleak was successfully resolved. It was also reported that the right renal artery branch was shown to have been perforated by another manufacturer's wire and not by the endurant device per the physician. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.